Manufacturer narrative:
Despite multiple attempts to obtain additional follow-up information, boston scientific has not received confirmation of whether or not this device has been explanted and replaced, and the device has not been returned to boston scientific for laboratory analysis. Note this investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up the physician noticed this pacemaker had reverted to safety mode. A replacement procedure was scheduled for the following day. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Multiple attempts to obtain additional information were unsuccessful. Should additional follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that during a routine follow-up the physician noticed this pacemaker had reverted to safety mode. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.